Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds, no capture, a rise in impedance, high impedance, and possible fracture. It was also reported the device was re-positioned sub pectoral due to possible erosion of the skin. The lead was capped and replaced. The device remains in use. No patient complications have been reported as a result of this event.